Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling presyncopal. It was also noted that there was noise on both the right atrial (ra) and right ventricular (rv) leads. Noise was also present with myopotential testing and pocket manipulation. A first rib clavicle crush was suspected. Troubleshooting testing, reprogramming and a chest x-ray were performed. The patient will return to the clinic for further programming of lead sensitivity and/or polarity to hold patient over until the lead replacement occurs. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis : the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.